Event description:
The manufacturer received information alleging a problem with accessing the clinic menu and battery discharged occurred on a trilogy evo ventilator. The device was not reported to be in use on a patient at the time of the occurrence. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation. If any additional information is received, a follow-up report will be filed.